Event description:
Prior to the start of a procedure, while placing a patient on the table, the foot section of the table began to go down. Patient was removed from the table. No injuries to staff or patient. Staff raised leg section and put an aide on the table and the leg section went down again.